Manufacturer narrative:
(B)(6). This report is for an unknown 7.3mm cannulated screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent removal of a cannulated screw due to pain and the screw backing out. The patient originally had an open reduction internal fixation (orif) calcaneus on (B)(6) 2017 with four (4) 6.5mm and 7.3mm cannulated screws. Only one (1) unknown 7.3mm cannulated screw was removed. Fracture is healed. The procedure was completed successfully with no surgical delay. There was no patient consequence. Concomitant devices: 6.5mm/7.3mm cannulated screws (part: unknown, lot: unknown, quantity: 3). This report is for an unknown 7.3mm cannulated screw. This is report 1 of 1 for (B)(4).